Manufacturer narrative:
(B)(4). Additional information: event was reviewed by the company medical safety officer and it was stated that subcutaneous emphysema is a potential side effect of thoracic surgery. In this case there was no medical intervention or surgery required, therefore, does not meet the FDA¿ s defined criteria for a serious injury and will be revised to a malfunction. Additional information requested and received: the surgeon assumed that this emphysema is related to the stapler as he did everything as usual except using an echelon flex instead of a endo gia ultra. Intra-operatively everything was ok with the stapler and the staple line, no air leak. The patient revealed emphysema at the skin at the 4th post op day. There was no re-surgery. Emphysema healed on its own.

Event description:
It was reported that after a video assisted thoracoscopic surgery and lobectomy procedure, during operation, stapling was ok. The sales representative was present. The surgeon told the purchasing department, that on the fourth post-operative day, the patient got emphysema at the skin. More information will follow. It is unknown what was used to complete the procedure. One device and two reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon claimed that the stapler is functionally difficult to operate. The front opening angle is inadequate for the safe and efficient application at the perfused lung. The staple line at the lung was leaky and led in the patient at 4th day post-op to a massive subcutaneous emphysema. The security is insufficient and the quality of results badly. I was in the operating room during the procedure and the stapler was handled properly. Upon completion of the surgery, there was no stapling insufficiency. No device will be returned because during the operation everything was fine.¿